Manufacturer narrative:
(B)(6). Section g4: the rt319 bi-level/CPAP circuit is not sold in the USA but is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the subject rt319 bi-level/CPAP circuit, additional information, and photographs were requested to be provided to fisher & paykel (f&p) healthcare in new zealand for evaluation. Results: the subject rt319 bi-level/CPAP circuit was not provided to f&p healthcare for evaluation as it had been discarded by the healthcare facility. Visual inspection of the provided photograph identified damage to the inspiratory limb of the subject device, confirming the reported fault. Conclusion: based on the information provided by the healthcare facility and without the return of the subject device, f&p healthcare's investigation was unable to determine the cause of the reported issue. All rt319 breathing circuits are visually inspected, and pressure and flow tested during production and those that fail are rejected. The subject circuit would have met the required specifications at the time of production. The user instructions provided with the rt319 adult bi-level/CPAP circuit include the following: - visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient. - appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times.

Event description:
A healthcare facility in china reported, that an rt319 bi-level/CPAP circuit triggered a ventilator leak alarm during patient use. It was also reported that following inspection by the nurse, damage was identified on the inspiratory limb of the rt319 bi-level/CPAP circuit. There was no reported patient consequence.